Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2013 around 11:30 pm cgm had saved his life by alerting him of a hypoglycemic event in the middle of the night. Patient¿s blood glucose was dropping very fast. Patient took glucose tablets and two pints of juice and patient¿s wife contacted paramedics. Paramedics didn¿t have to treat patient for his hypoglycemic event. However patient went to the hospital himself at around 1 am because of his heart condition where he was treated for his arterial fibrillation. Patient stayed at the hospital until 6 am. At the time of his call to dexcom technical support, patient was feeling still feeling tired.